Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair using two (2) fast-fix 360 devices, the t1 implants were deployed without problems and the devices were removed from the meniscus for repositioning. The release mechanism protruded from the instrument; the t2 implants were visible on the instruments and the release mechanism were permanently blocked, as per this, the t2 implants could not be deployed. The t1 implants were removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient current status is good.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of failure to fire. A visual evaluation showed the t1/t2/suture were not returned for either device. Both actuators are at the tip of the needle. Both needle/overmold assemblies are severely bent. There is bio debris on both devices. A functional evaluation shows that neither device will cycle due to the bent needles. The complaints were confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported events include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate.